Event description:
The customer reported that following a diagnostic catheterization and stent procedure on april 12, 2000, a vasoseal vhd kit size 3 was deployed. Hemostasis was achieved without difficulty. The pt was discharged 1-2 days post procedure. The pt returned to the hosp with leg pain, and was taken to surgery for a right embolectomy/thrombectomy. The pt remained in the hosp intubated in the ICU on 4/13/2000. No surgical report, history report, or pathology report were noted in the chart. No other info was available. The hosp suspected an intra-arterial collagen insertion and embolization.